Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patients right hip was done in 2008 by dr (B)(6) there are no specific implant records available but it was found intra-op it was a 56 pinnacle cup, 40 metal liner, 5 summit stem and a +5 metal head. The reason for revision is the surgeon believes she has a metal related pseudo tumor. Doi: 2008; dor: (B)(6) 2017; right hip

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.